Event description:
It was reported ongoing intermittent occlusion alarms have occurred there was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and resumed insulin. However, occlusions continued and clinical troubleshooting exhausted, a replacement pump was sent to resolve the issue.